Manufacturer narrative:
UDI:(B)(4). Mayfield modified skull clamp (a1059) was not returned for evaluation. The reported complaint could not be duplicated and is unconfirmed. The definite root cause cannot be reliably determined. If the material does return for evaluation at a later date, the complaint will be reopened, and the material evaluated.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports which is linked to mfg report number 3004608878-2020-00762. A facility reported that the mayfield modified skull clamp moved after it was in the locked position. The device was in contact with the patient with no patient injury and no delay in surgery reported.